Event description:
It was reported that a foot had detached from a vena cava filter. The fracture was identified upon successful retrieval of a filter that had had an indwell time of 1187 days. The detached filter foot could not be seen on imaging. There was no injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device has been returned for evaluation and the investigation is currently underway.